Manufacturer narrative:
This is the same event as 3010536692-2014-01073, 01072, 01074, 01075, 01076.

Event description:
Allegedly revised due to mom complications. Pt. Began experiencing left buttock, left groin and left upper thigh pain in 2008 than began limping when she walked which worsened over time. She also began to have pain rising from a seating position and could not walk up stairs like a normal person due to the pain. She also had some left leg and back muscle weakness. She suffered increasing fatigue and general malaise and depression which she feels was related to the increased levels of cocr that had leached from the defective device into her bloodstream. She also noticed a "clicking' noise coming from her device, which she later learned was the result of instability of the device and the breaking of one of the screws holding the device in place. At the time of her revision surgery, a mass was removed from her hip area.